Event description:
(B)(4) technician stated that the consumer's power chair will allegedly go to the left when consumer is trying to go to the right. No injury alleged.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model m51psemiblue, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) technician was dispatched to the consumer's home to assess the m51psemiblue power chair. The consumer alleges that the power chair will turn to the left when she is trying to go to the right. The technician discovered that there was no output and the left motor needed to be replaced. The damaged motor is to be returned to invacare for an inspection / evaluation. No injury alleged.